Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. Reportedly, the occlusion resolved on its own and customer continued to use the pump for insulin therapy.